Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that a 22g x 8cm powerglide pro midline catheter was placed in the left forearm using ultrasound guidance. Once in the vein wire threaded in with no issues, attempted to thread in catheter and met resistance about 1/3 of the way in. Assessed that the needle was still in the vein, but catheter would not advance the catheter was attempted to be retracted back on the needle. Resistance felt and had to retract catheter, needle and guidewire all together with moderate pressure to remove device. Once removed, noticed that 2/3 of the catheter was retained in the patient. Patient was taken to surgery and a vascular surgeon removed the retained catheter.